Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. The customer's stated problem was verified. The last error code stored in the device was 46440 this error code is in reference to "unexpected value". This is associated with an erroneous dso reading accompanying a correct uso reading. The dso trip point was functionally tested and found to be within specification. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the downstream occlusion sensor (dso), dso bezel and dso seal were replaced as a preventive measure and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "ec 45440, keypad worn". No patient involvement was reported.